Event description:
The clinic reported that surgeon lost suction the very last few seconds of intralase on right eye. Left went fine. Surgeon try and lift right flap, but flap edges were not all completed. It was decided to rescheduled patient for photorefractive keratectomy (prk) procedure both eyes. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient had no complaint. On (B)(6) 2015 account reported that patient did return for prk on (B)(6) 2014 in both eyes. They reported that there were no complications with the surgery itself, but the patient did experience an epithelial erosion in right eye during the healing process. Both eyes recovered from surgery. As of (B)(6) 2014 her vision was 20/25- right, 20/50- left (os is monovision eye).

Manufacturer narrative:
(B)(4).the clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Required intervention to prevent permanent impairment/damage. Initial reporter: (B)(6). (B)(4). PMA 510(k): additional report source: user facility. All pertinent information available to abbott medical optics has been submitted. Placeholder.